Manufacturer narrative:
(B)(4). Concomitant medical products: - unknown persona femoral component, catalog # unknown, lot # unknown. Unknown persona tibial tray, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation due to the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05508 and 0001822565-2017-05509.

Event description:
It was reported following an initial knee arthroplasty, the patient has been experiencing pain for nineteen months.

Manufacturer narrative:
Medical products: persona stemmed tibia cemented cat#: 42532006701, lot#: 63043485; persona ps standard femoral cat#: 42500606201, lot#: 63026364; persona all poly patella cat#: 42540000029, lot#: 63021680 ; patella reamer blade with pilot hole cat#: 00597909532, lot#: 63057949 ; headed screw 48 mm length single use only cat#: 00579104100, lot#: 63154905; headed screw 48 mm length single use only cat#: 00579104100, lot#: 63144653. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-05503-1, 0001822565 - 2017- 05509 - 1, 0001822565 - 2017 - 05508 -1, 0002648920 - 2018 -00146, 3007963827-2018-00028. The follow-up report is being submitted to relay correction and additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends upon reassessment of the reported event, it was determined to be not reportable as it was confirmed there was no adverse event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.